Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the inner insulation of the lead was kinked/buckled. It was also noted that the lead had been stretched; the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead helix was screwed out before lead implantation. The screw out mechanism was working fine, but when the physician screwed in the helix, it was very difficult. The lead was not implanted. No patient complications have been reported as a result of this event.